Event description:
It is reported that the pt's knee was revised due to loosening.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Bone cement device history was unable to be reviewed due to missing lot number.